Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported damage to the retainer ring on the pump. The reservoir was unable to lock into place. The customer reported a blood glucose value of 262 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-mmt-1715k, unomedical, unknown reservoir. Troubleshooting was partially performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1715k was requested, and the customer's response was that the device will be returned. No product return is required for unomedical. No product return is required for mmt-387a. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added clear retainer ring recall number. Unable to perform the displacement test or occlusion test due to a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to a missing retainer ring. Unit passed self-test, rewind, seating, basic occlusion test, and force sensor test. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. During the download history review, no relevant alarms were confirmed in the download history files. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, broken reservoir tube lip, stained keypad overlay, cracked battery threads, cracked keypad overlay, and pillowing keypad overlay. In conclusion, unable to fully test the unit for high bg due to a missing retainer ring. Customer concerns of damage to the retainer ring were confirmed when a missing o-ring and broken reservoir tube lip were found during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.